Event description:
Device report 2 of 2. Reference MFR report: 1627487-2012-09376.

Manufacturer narrative:
Evaluation results: the extension, as returned, was kinked with all wires broken at the junction where the strain relief transitions to the lead body. As the outer tubing was not breached, the damage is consistent with an over stress condition the lead was subject to while it was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.